Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0405996, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the manufacturer representative¿s ex-coworker covered a lead revision case for the patient. The revision occurred on (B)(6) 2014. Additional information received from the representative. It was reported that the lead migrated out of the epidural space and was repositioned. It was reported that the representative was notified of the lead migration revision on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.